Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial right tha, this (B)(6) male patient was informed that hip acetab liner was worn-out and need replacement. Patient was revised with a nv ehxl ntrl lnr g2 36mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to hospital will not allow removal of implants.

Manufacturer narrative:
Additional information received from legal brief indicates that patient was diagnosed with left total hip replacement with premature poly wear and pain, and underwent revision surgery to address the defective device failure on (B)(6) 2022. During the revision surgery, patient's surgeon noted the indication for the procedure was "left hip pain and dysfunction after he presented to outpatient orthopedic clinic with radiographic evidence of polyethylene wear you can appreciate very easy on x-ray, the eccentricity of the femoral head representing polyethylene failure. The following components were implanted to replace his left hip". Section d10: concomitant medical products: - bone screw 6.5mm dia x 30mm long (cat# 120-65-30 / serial# (B)(6)). - 12/14 zirconia head 36mm rep by 170-36-07 (cat# 148-36-07 / serial# (B)(6)). - element-stem, collarless w/ha, high offset, sz 17 (cat# 164-02-17 / serial# (B)(6)). - integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, the prosthesis wear cannot be confirmed as the devices were not available for evaluation and limited clinical information was available at the time of evaluation.